Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm displayed a glucose level of 85 mg/dl, while a fingerstick bg test showed a lower reading of 47 mg/dl. The patient experienced symptoms including sweating, throwing up, heart rate, and blurry vision. In response, he consumed apple juice, three glucose tablets, and administered 1 mg of glucagon in an effort to raise his blood sugar. Despite these interventions, the symptoms persisted. The patient could not recall the cgm or bg readings following treatment. He proceeded to call 911, and upon the paramedics¿ arrival, his bg was measured at 43 mg/dl, while the cgm displayed a brief sensor error. The patient was unsure when the sensor began showing this error. Paramedics administered IV dextrose (d50)¿specific details were not provided¿and offered to transport the patient to the emergency room. However, the patient declined, stating that such episodes were familiar to him. After approximately 40 minutes, the paramedics departed. At that time, the patient¿s bg had risen to 110 mg/dl, and the cgm had resumed readings, showing a value in the 100s. The patient reported feeling well and removed the sensor later that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.